Event description:
The customer reported that the system gave an overload fault.

Manufacturer narrative:
The ge service rep verified the error code in the events log. He could not reproduce the symptom. The ge rep calibrated the hvsr board, and performed a filament calibration. The function checked and the system performed as desired. Results: error code.